Manufacturer narrative:
A boston scientific technical services consultant discussed that with this device, there is no timestamp of when the lss occurred and it is also hard to determine if a high or low impedance measurement occurred since daily measurements are weekly averages. The caller stated that impedances are 500-620 ohms. The consultant discussed testing and possibly resetting the lss. The caller was going to reset the lss and test in both bipolar and unipolar configurations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at this patient's six month follow up visit, it was revealed that the lead safety switch (lss) had been triggered on the atrial channel due to an out of range pacing impedance measurement. The caller performed testing in unipolar configuration and normal impedance and sensing measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that the lead safety switch (lss) had been triggered again due to out of range atrial impedance measurements. Additionally, more atrial noise has been observed. Elevated threshold measurements were noted on the right ventricular (rv) channel. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.